Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading was 711 mg/dl. She treated with the insulin pump and then went to the hospital. She experienced nausea, vomiting, and diabetic ketoacidosis. She was wearing the insulin pump at the time of the event, which was found to have a loose drive support cap. The customer was treated with an insulin drip for two days and then began to treat with manual injections. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.